Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had been involved in an altercation that resulted in trauma to the driveline while being put in a police car. Increased drainage to site was noted overnight in jail. Three days after the altercation, the patient presented to an outside emergency department for evaluation of driveline exit site drainage and was instructed to report to the implanting center, for further evaluation. Cultures were positive and patient was admitted for intravenous (IV) antibiotic therapy. The infection was treated with oral antibiotic bactrim and parenteral antibiotic zosyn. The event was reported as ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged home. The patient completed initial antibiotic course and was to be on bactrim for lifelong suppressive antibiotic per program policy. It was reported that the driveline exit site was clean, dry and intact without evidence of active infection.